Event description:
According to the customer contact on march 1st, 2026, "enfit gravity reference (B)(4) bag broke, cracked at the tip where it screws into enfit female part of ng tube." The customer contact reported that this resulted in "leaking of enteral feed at the distal end during use."

Manufacturer narrative:
According to the customer contact on march 1st, 2026, "enfit gravity reference (B)(4) bag broke, cracked at the tip where it screws into enfit female part of ng tube." The customer contact reported that this resulted in "leaking of enteral feed at the distal end during use." No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.